Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, as a temporary pacing wire was being removed, the right ventricular (rv) lead dislodged and patient experienced twenty seconds of asystole. The temporary wire was reinserted and pacing re-established. Subsequently, the rv lead was removed and replaced. No further patient complications have been reported as a result of this event.